Manufacturer narrative:
Analysis was performed on the returned device. The reported break was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, a definitive cause for the reported issue could not be determined. The reported issue was not consistent with the observed needle to cuff miss on the returned device. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the observed needle to cuff miss. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the prostyle device broke during puncture relative to an unspecified procedure. No additional information was provided at this time.